Event description:
Customer reported that touchscreen of pump was not responding and remained frozen, preventing interaction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer's blood glucose level. Complete pump reset information was provided, but post-reset, customer was still unable to interact with pump screen.